Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Communication with the customer confirmed they attempted repair of the device. As a result of the device being tampered with, root cause could not be firmly established. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display intermittently showed colored lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.